Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 205781723, implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-mar-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon at a daily dose of 29 mcg/day (dosing duration unknown) and a daily dose of 38 mcg since (B)(6) 2019, via an implantable pump for spinocerebellar degeneration (hereditary spastic paraplegia). The concentration was unknown. It was reported the patient experienced deterioration of spasticity on (B)(6) 2019, and the dosage was increased to 32 mcg/day. After that, the dosage was increased to 40 mcg/day because the patient noted several times that the spasticity was progressing. Improvement was seen after increasing the dosage, but it was unstable. The patient experienced muscle weakness in (B)(6) 2019. The patient visited the hospital for a refill on (B)(6) 2019, complaining of excessive effect, so the dosage was changed to 38 mcg/day. Variability was 3.0%, and the possibility of [a pump issue] was denied, but a catheter kink was suspected. It was suspected a kink occurred primarily due to the change of body posture. It was necessary to place the patient under observation, but catheter examination was also under consideration. The classification of severity was ¿n/a to 1-7 (not serious)¿. The outcome of the event was ¿unrecovered¿. The causality was not attributed to the drug, pump, or programmer. It was unknown if the causality was attributed to the catheter or surgical procedure. No further complications or medical history was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via daiichi. It was reported the cause of the kink was undetermined. When asked to clarify the meaning of ¿change of body posture¿, the hcp responded via daiichi that ¿the patient issue was suspected¿. The expected reservoir volume (erv) and actual reservoir volume (arv) at the refill on (B)(6) 2019 were unknown. It was not reported if a catheter dye study or imaging was performed. No actions/interventions were taken to resolve the suspected kink; a wait-and-see approach was taken. When asked if the issue had been resolved, the hcp responded via daiichi that ¿no further issues had been reported¿.